Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Reportedly, the customer loaded the cartridge with 160 units of insulin. The customer loaded a new cartridge and was able to resume insulin therapy. It was also reported that the pump battery was noted to be depleting quickly. The pump battery depleted 15% within 4 hours. There was no impact to the customer's blood glucose level. The customer declined a replacement pump. It was indicated that the customer would continue to use the pump to manage blood glucose levels.